Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture found under light guide (lg) cover glass, leak under video cable and light guide (lg) boot, dirt in objective unit, dents on adapter, dark stains on image. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction is traced to component failure. Dark stains on image displayed due to cracked lens. The most component failure is traced to component failure. The most probable cause for the dirt in objective lens could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had camera lens cracked. There were no reports of patient harm.